Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. Customer states reported problem did confirm autonomous and erratic value changes noticed on v60 in question. Customer states that neither she, nor reporting clinician witnessed any autonomous acceptance of changed values. The touchscreen was working. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
It was reported that the unit had a navigation ring failure. The navigation ring would not move in either direction. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel to resolve the issue.